Manufacturer narrative:
One 7f act, 12cm, ultimum hemostasis sheath and dilator was visually inspected. The dilator distal tip was abraded, consistent with insertion into a patient. The sheath tubing had a 0.1" gouge approximately 0.4" from the hemostasis hub, a kink located 0.9" from the hemostasis hub and the tubing was crushed 1.35" from the hemostasis hub. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and indicated complete by an appropriate signature and date. The review determined the process was performed and completed in accordance with st. Jude medical specifications or procedures. The ultimum hemostasis introducer sheath instructions for use (IFU) states damage to the valve assembly may occur if the inner catheter is withdrawn rapidly. The ultimum hemostasis introducer sheath instructions for use (IFU) instructs the user to insert the dilator into hemostasis valve and then follow normal accepted practice for vessel puncture, guidewire insertion, vessel dilator and hemostasis introducer use. The ultimum hemostasis introducer sheath instructions for use (IFU) states that prior to proceeding, verify the hemostasis introducer is of proper size to allow passage of desired catheter or other medical device. The ultimum hemostasis introducer sheath IFU cautions the user to withdraw components slowly (withdraw the needle slowly from the dilator and withdraw the dilator slowly from the sheath) to minimize the vacuum created during withdrawal. All air should be aspirated slowly from the sheath using a syringe attached to one of the sideports of the three-way stopcock. Also the dilator, sheath, and catheter could be frequently flushed with saline to minimize the potential for air emboli. The ultimum hemostasis introducer sheath instruction for use (IFU) states that the user should advance the dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel.

Event description:
It was reported during a electrophysiologic procedure, an ultimum introducer broke at the junction between the body and valve. A surgical intervention had to be performed to withdraw the introducer. The patient's status was reported to be good, but the patient's hospital stay is going to be extended. Additional information stated that three different introducer's were used on the same patient during this case. Reference two related medwatch's being submitted 2182269-2009-00303 and 2182269-2010-00057 for the two other st. Jude medical devices used in this event.